Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow before patient connection. The reporter stated that flow had been confirmed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from may 14, 2015 to may 15, 2015. Evaluation summary: the device was received for evaluation. A visual inspection determined that the device was not flowing when the luer cap was removed. Upon a closer microscopic inspection of the flow restrictor it was found that there were micro bubbles blocking the fluid path inside the lumen of the glass capillary. The cause of the micro bubbles could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.